Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on the electronics; unable to verify button keypad anomaly due to blank display. The insulin pump had cracked display window, cracked case at the display window corners, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump stopped working and there was a crack on the bottom left of the screen. Customer stated that some moisture got into the pump. Customer stated that she tried to change the battery but the number 3 came up on the screen and then pump just buzzes. Customer stated that she took the battery out for a while and put it back but the number came back up and the pump buzzed. Customer stated that none of the buttons were working. Customer stated that she was working out on the yard. Customer noticed the buzzing after she was done mowing. Customer stated that her blood glucose was about 200 mg/dl during the issue but then it went up to 446 mg/dl. Customer treated with a manual injection and it is now 358 mg/dl. Customer stated there is fluid under the display. Customer does not think the pump was dropped but she noticed the crack about a month ago and it has gotten bigger. Customer was advised that the pump will need to be replaced.